Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had migrated from the breast tissue into the abdomen. The device was revised successfully and functioning appropriately. The patient was asymptomatic.